Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage from the channel tube identified during evaluation, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: gif/cf-170 series operation manual chapter 3 preparation and inspection. Gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle, plastic distal end cover, adhesive on the bending section cover, up/down knob and right/left knob. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the objective lens and light guide lens had a chip. Due to damage on the channel tube, water tightness was lost. The universal cord had a scratch. The bending section cover, light guide lens and forceps elevator knob were discolored. Due to damage on the charged coupled device, the image had shadows. Due to wear of angle wire, bending angle in down direction did not meet the standard value. The connecting tube had a dent. The right/left and up/down knob had corrosion. Due to damage on the switch box, all switches did not work.. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.